Event description:
According to the info rec'd, the pt had a triple coronary artery bypass procedure utilizing two aortic connectors. A few months postoperatively angiography was performed and two vein grafts were found to be occluded at the proximal connector anastomosis site. The graft to the left internal mammary artery (lima) was patent. It was reported angioplasty was performed and the pt subsequently expired in the catheterization laboratory. The pt's past medical history and implant duration are unk as well as if the pt presented symptomatic. No add'l info was rec'd, including the pt's cause of death.

Event description:
According to the surgeon's nurse, the pt had two connectors implanted. The pt underwent angioplasty and two occluded connectors were noted and the lima graft was patent. The pt subsequently expired in the cath. Lab. The pt's past medical history and implant duration is unknown as well as if the pt presented symptomatic. Add'l info has been requested from the surgeon's office.